Event description:
This pacemaker was returned because there was no ventricular pacing observed during the implantation procedure. The device was not implanted.

Manufacturer narrative:
December 12, 2008. The analysis from the manufacturer is pending.